Event description:
Patient reporting, right breast. "Breast pain, breast sank and deformed". And ultrasound confirmed, "right device rupture. And silicone leakage". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). Pain: unable to observe, as it is not related to the device. Visibility/palpability: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reporting right breast "breast pain, breast sank and deformed" and ultrasound confirmed "right device rupture and silicone leakage." Device has been explanted and replaced.

Event description:
Patient reporting "breast pain, breast sank and deformed" and ultrasound confirmed "right device rupture and silicone leakage". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.